Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as black scabs underneath the breast area. It was reported the garment was too tight. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with keeping the area dry and removed the device. The patient was given a cream for the irritation from the nurse. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as black scabs underneath the breast area. It was reported the garment was too tight. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with keeping the area dry and removed the device. The patient was given a cream for the irritation from the nurse. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.